Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva nearport 20ga x 1.00in w/ maxzero leaked at septum. It was reported by customer that upon insertion of nexiva nearport IV catheter blood was leaking out of septum when needle was withdrawn and detached from catheter. Verbatim: upon insertion of nexiva nearport IV catheter blood was leaking out of septum when needle was withdrawn and detached from catheter.

Event description:
Customer response received on 12-feb-2025. No patient harm, complication, or negative outcome. Patient did require removal of IV and re-start of a new IV.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 used sample submitted for evaluation. The reported issue of leakage at septum was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that evaluation under magnification and leak test no damage to the device was detected. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.